Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. However, the customer reported using a non-baxter set with the pump. The device¿s labeling states: ¿use only with standard baxter soft tubing administration sets with an ¿s¿ designation.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a slide clamp alert during set-up. The customer reported using a non-baxter tubing set with a green slide clamp. There was no patient injury or medical intervention reported with this event. No additional information is available.